Event description:
The pt, a niddm, reported inaccurate readings on his surestep meter using code 3 and code 5 test strips (lot #'s not provided). The pt alleges low results with code 3 strips (80-150) and high results with code 5 strips (in the 300"s). He also alleges obtaining 6-7 er1 messages over the past six months. No information was provided to show that the alleged er1 messages were due to high blood glucose level. A blood glucose test performed the evening of 6/4, using code 3 strips, was 91mg/dl. Because he felt terrible with fatigue and shortness of breath, he did not believe this result. He retested using code 5 strips with a result of 375 mg/dl. Based upon this result, he took 2 glucophage tablets on an empty stomach. Because he was "going in and out of consciousness, "his wife transported him to the ER where a 9:30/p ER meter result of 140mg/dl was obtained. Additional blood work to check kidney and liver function were acceptable. The pt resports that "his platelets were clotting and he had petechiae on his feet. "He was not treated as they saw a potential lawsuit happening because of his bi-polar diagnosis. " he was discharged at 3:30/a on 6/5/1998. On 6/12, the pt felt bad again but did not go the ER. He reports experiencing fatigue, shortness of breath, short term memory loss and a lot of edema, "up to 60 lbs of water retention." He was initially treated with thiazides and latex lasix. On 6/23, the pt was given a "clean bill of health" following a check of his lungs and a treadmill stress test. It was recommended he begin a low sodium diet.